Event description:
Livanova deutschland received a report that a cockpit reset of an essenz console equipped with software version 1.5 occurred during a demo training in livanova USA inc.there was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in arvada, colorado. The issue occurred during demo session. This event has been conservatively reported to FDA, despite livanova's risk analysis assessing the overall risk as low and within acceptable limits. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the cockpit log files have been requested and analyzed. A touch screen controller processor (tscp) failure has been logged in the date of event. A software anomaly has been logged to address the reported issue. The investigation confirmed the problem, highlighting that the backup control unit maintains control during the reset. Once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reset, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. In certain scenarios, the gas blender might switch to standby mode, requiring the operator to reactivate it via the user interface on the gas blender unit to ensure continuous operation. After a second reset, a new case must be initiated from the home screen. The root cause of this issue was identified as a software anomaly related to a memory violation. The issue has been fixed under hlm software upgrade version 1.5.1. Livanova has taken action by implementing a dedicated CAPA (ca-0016). In addition, livanova released a customer communication as part of recall action and dedicated FDA 806 form has been submitted on 31st october 2024.

Event description:
See initial report.